Manufacturer narrative:
The results of the investigation are inconclusive as to whether the adverse event was caused by salivart or is attributable to the pts underlying health issues or medical treatments. The pt had been using affected units of salivart for a considerable period of time prior to becoming ill. The pt was also undergoing chemotherapy and the symptoms for chemotherapy and the symptoms associated with use of contaminated salivart units are almost identical making it difficult to determine the cause of the adverse event. One of the adverse events described in the complaint was also weight loss. Additional investigation identified that the pt, although recovered from all symptoms, continues to lose weight, which indicates that this particular adverse event may not have been attributed to salivart since he has not used the product for a considerable period of time. Based on the inconclusive findings into the cause of the adverse event, we can not verify that the illness described in the complaint was not attributable to salivart. Add'l lot# 06aa005.

Event description:
The pt was using salivart oral moisturizer, which is currently being recalled, over an extended period of time and on a frequent basis. The pt was undergoing radiation therapy and experience nausea, vomiting, stomach cramps, and was admitted to the hospital for seven weeks due to dehydration. Attributes weight loss since september 2006 to usage of salivart (140 lbs. To 126 lbs.).